Event description:
See MDR 1036844-2013-00343 for the first event with this pt. It was reported that broken medication vials were found in the kit when it was opened. A second kit was opened and again all the ampules in the kit were found broken. As a result, a third kit was opened and used successfully for the pt. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.